Event description:
The patient was seen at the implant center for device evaluation in october 2001. Testing conducted at the center confirmed that device was longer functioning; revision surgery was scheduled.